Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure location of device: embedded in top of utreus'), device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding'), systemic lupus erythematosus ('autoimmune diagnosed : lupus, systemic lupus erythematosus'), cutaneous lupus erythematosus ('autoimmune disorder type of disorder: discoid lupus'), chronic cutaneous lupus erythematosus ('autoimmune disorder type of disorder: tumid lupus'), impaired gastric emptying ('gi conditions, gastrointestinal or digestive system condition type: gastroparesis') and neuropathy peripheral ('peripheral neuropathy') in a (B)(6)-year-old female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included tylenol with codeine no.3. The patient's medical history included dvt in 2001, cervical cancer in 2001, overweight, hemianaesthesia, weakness, paresthesia, weakness of limbs, hemiparesis, demyelinating disease of central nervous system, unspecified, paraesthesia, augmentation mammoplasty, abdominoplasty and vaginal delivery. Concurrent conditions included rectocele repair, inguinal hernia, acute bronchitis, intervertebral disc degeneration, spondylosis, sensory disturbance, carpal tunnel syndrome, dysesthesia of lower extremity, joint pain, syncope, chest discomfort, urinary tract infection, chest pain, nauseated, general body pain, swollen joints, connective tissue disorder, light-headed, anemia, diaphoresis, arthralgia, constipation, constipation, rheumatoid arthritis, difficulty breathing, cough, wheezing, shortness of breath, fever, muscle pain, raynaud's phenomenon, sores mouth, nasal soreness, facial pain, urinary frequency, kidney pain, back pain, pyelonephritis, burning sensation, eye pain, seizures, confusion, memory loss, blackout, appetite lost, lymphadenopathy, muscle pain, stress, anxious mood, knee pain, candidiasis, bloating, diarrhea, hypermobility syndrome, ehlers-danlos syndrome, unspecified disorder of autonomic nervous system and paratubal cyst. Concomitant products included nifedipine (procardia) for systemic lupus erythematosis as well as cholecalciferol (vitamin d3), cyclobenzaprine, diclofenac, doxycycline since 2014, duloxetine hydrochloride (cymbalta), fluconazole since 2017, fluocinonide since 2016, folic acid since 2016, hydroxychloroquine since (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013, midodrine since 2015, mycophenolate mofetil (cellcept), oxybutynin hydrochloride (ditropan), pneumococcal vaccine polysacch 23v (pneumovax), prednisone since 2015, salbutamol sulfate (proair hfa), tacrolimus since 2014 and triamcinolone since 2014. On an unknown date, the patient started tylenol with codeine no.3 at an unspecified dose and frequency. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), cutaneous lupus erythematosus (seriousness criterion medically significant), chronic cutaneous lupus erythematosus (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), fatigue ("fatigue"), dermatitis contact ("rashes or skin conditions type: systemic contact dermatitis"), hypotension ("neurological condition/problem, type: neutrally mediated hypotension"), autonomic nervous system imbalance ("neurological condition/problem, type: dysautonomia"), rash erythematous ("rashes or skin conditions type: red itchy rash with circle and black rings around the circles of the raw skin") and the first episode of abdominal pain ("pain in abdomen"). In (B)(6) 2014, the patient experienced fibromyalgia ("neurological conditions or problems type: fibromyalgia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and alopecia areata ("alopecia areata"). In (B)(6) 2014, the patient experienced allergy to metals ("allergy : nickel - diag"). In (B)(6) 2014, the patient experienced trigeminal neuralgia ("neurological condition/problem, type: trigeminal neuralgia"). In (B)(6) 2015, the patient experienced dental caries ("dental problems: experiencing a lot of tooth decay"). In (B)(6) 2016, the patient experienced impaired gastric emptying (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain, pain"), the second episode of abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems: urinary problems"), cystitis ("bladder/urinary problems : bladder infection"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and depression ("psychological or psychiatric problems condition: depression") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with belimumab (benlysta), bupropion hydrochloride (wellbutrin), hydroxychloroquine, hydroxychloroquine sulfate (plaquenil s), methotrexate, pregabalin (lyrica), increase salt intake, behavioural/physio;logical change instruction, physical therapy, surgery (hysterectomy. (Full), salpingectomy (bilateral)), steroid injections in the scalp and various steroid creams, gels and ointments. Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, systemic lupus erythematosus, cutaneous lupus erythematosus, chronic cutaneous lupus erythematosus, impaired gastric emptying, neuropathy peripheral, dysmenorrhoea, dyspareunia, pelvic pain, the last episode of abdominal pain, allergy to metals, hypersensitivity, psychological trauma, urinary tract disorder, cystitis, fatigue, alopecia, dental caries, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased, depression, dermatitis contact, hypotension, fibromyalgia, trigeminal neuralgia, autonomic nervous system imbalance, rash erythematous and alopecia areata outcome was unknown and the genital haemorrhage and metrorrhagia had resolved. The reporter considered allergy to metals, alopecia, alopecia areata, autonomic nervous system imbalance, chronic cutaneous lupus erythematosus, cutaneous lupus erythematosus, cystitis, dental caries, depression, dermatitis contact, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypotension, impaired gastric emptying, metrorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, psychological trauma, rash erythematous, systemic lupus erythematosus, trigeminal neuralgia, urinary tract disorder, visual impairment, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, nickel allergy, rash/skin condition, hypersensitivity, psych injury, bladder/urinary problems : urinary problems, bladder infection, fatigue, gi conditions, hair loss, dental problems, hormonal changes, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, neurological condition/problem, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Antinuclear antibody - on an unknown date: negative rheumatoid factor. Fibrin d dimer - on an unknown date: normal. Hiv antibody - on an unknown date: positive lyme. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) conducted: (unspecified): unilateral occlusion (left tube occluded). Immunology test - on an unknown date: negative. Nuclear magnetic resonance imaging - on an unknown date: did not show any demyelination. Treponema test - on an unknown date: negative. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: neuropathy, sle, tumid lupus , alopecia, hypotension, fatigue, fibromyalgia, pelvic pain, abdominal pain, dysautonomia, headache, embedded essure, nickel allergy. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: incident category updated. Previously reported event injury replaced by new events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, metrorrhagia (bleeding b/w periods),general abnormal bleeding, allergy : nickel ¿ diag, hypersensitivity, autoimmune diagnosed : lupus, migration, bladder/urinary problems : urinary problems, bladder infection, fatigue, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, vision problems, weight gain outcome for the events metrorrhagia (bleeding b/w periods) and general abnormal bleeding updated to recovered / resolved. Patient dob added. Product indication and removal date updated. On 18-sep-2019: pfs and mr received: essure lot number added. Event psych injury clubbed to newly added event psychological or psychiatric problems condition: depression, new events autoimmune disorder type of disorder: discoid lupus, tumid lupus, rashes or skin conditions type: systemic contact dermatitis, red itchy rash with circle and black rings around the circles of the raw skin, gastrointestinal or digestive system condition type: gastroparesis, alopecia areata, neurological conditions or problems type: neutrally mediated hypotension, fibromyalgia, & trigeminal neuralgia , dysautonomia, neuropathy peripheral, abdominal pain. Outcome for the event abdominal pain added as recovered / resolved. Medical history, concomitant disease, historical condition, concomitant medication added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of essure location of device: embedded in top of uterus'), device dislocation ('migration'), genital haemorrhage ('general abnormal bleeding'), systemic lupus erythematosus ('autoimmune diagnosed : lupus, systemic lupus erythematosus'), cutaneous lupus erythematosus ('autoimmune disorder type of disorder: discoid lupus'), chronic cutaneous lupus erythematosus ('autoimmune disorder type of disorder: tumid lupus'), impaired gastric emptying ('gi conditions, gastrointestinal or digestive system condition type: gastroparesis') and neuropathy peripheral ('peripheral neuropathy') in a 41-year-old female patient who had essure (batch no. A96181) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included tylenol with codeine no.3. The patient's medical history included dvt in 2001, cervical cancer in 2001, overweight, hemianaesthesia, weakness, paresthesia, unilateral weakness of limbs, hemiparesis, demyelinating disease of central nervous system, unspecified, paraesthesia, augmentation mammoplasty, abdominoplasty and gravida. Concurrent conditions included rectocele repair, inguinal hernia, acute bronchitis, intervertebral disc degeneration, spondylosis, sensory disturbance, carpal tunnel syndrome, dysesthesia of lower extremity, joint pain, syncope, chest discomfort, urinary tract infection, chest pain, nauseated, general body pain, swollen joints, connective tissue disorder, light-headed, anemia, diaphoresis, arthralgia, constipation, constipation, rheumatoid arthritis, difficulty breathing, cough, wheezing, shortness of breath, fever, muscle pain, raynaud's phenomenon, sores mouth, nasal soreness, facial pain, urinary frequency, kidney pain, back pain, pyelonephritis, burning sensation, eye pain, seizures, confusion, memory loss, blackout, appetite lost, lymphadenopathy, muscle pain, stress, anxious mood, knee pain, candidiasis, bloating, diarrhea, hypermobility syndrome, ehlers-danlos syndrome, unspecified disorder of autonomic nervous system and paratubal cyst. Concomitant products included nifedipine (procardia) for systemic lupus erythematosis as well as cholecalciferol (vitamin d3), cyclobenzaprine, diclofenac, doxycycline since 2014, duloxetine hydrochloride (cymbalta), fluconazole since 2017, fluocinonide since 2016, folic acid since 2016, hydroxychloroquine since (B)(6) 2014, medroxyprogesterone acetate (depo-provera) from (B)(6) 2013 to (B)(6) 2013, midodrine since 2015, mycophenolate mofetil (cellcept), oxybutynin hydrochloride (ditropan), pneumococcal vaccine polysacch 23v (pneumovax), prednisone since 2015, salbutamol sulfate (proair hfa), tacrolimus since 2014 and triamcinolone since 2014. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient started tylenol with codeine no.3 at an unspecified dose and frequency. In (B)(6) 2013, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant), cutaneous lupus erythematosus (seriousness criterion medically significant), chronic cutaneous lupus erythematosus (seriousness criterion medically significant), neuropathy peripheral (seriousness criterion medically significant), fatigue ("fatigue"), dermatitis contact ("rashes or skin conditions type: systemic contact dermatitis"), hypotension ("neurological condition/problem, type: neutrally mediated hypotension"), autonomic nervous system imbalance ("neurological condition/problem, type: dysautonomia"), rash erythematous ("rashes or skin conditions type: red itchy rash with circle and black rings around the circles of the raw skin") and the first episode of abdominal pain ("pain in abdomen"). In (B)(6) 2014, the patient experienced fibromyalgia ("neurological conditions or problems type: fibromyalgia"). In (B)(6) 2014, the patient experienced alopecia ("hair loss") and alopecia areata ("alopecia areata"). In (B)(6) 2014, the patient experienced allergy to metals ("allergy : nickel - diag"). In (B)(6) 2014, the patient experienced trigeminal neuralgia ("neurological condition/problem, type: trigeminal neuralgia"). In (B)(6) 2015, the patient experienced dental caries ("dental problems: experiencing a lot of tooth decay"). In (B)(6) 2016, the patient experienced impaired gastric emptying (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain, pain"), the second episode of abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract disorder ("bladder/urinary problems : urinary problems"), cystitis ("bladder/urinary problems : bladder infection"), migraine ("migraines / headaches"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and depression ("psychological or psychiatric problems condition: depression") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with belimumab (benlysta), bupropion hydrochloride (wellbutrin), hydroxychloroquine, hydroxychloroquine sulfate (plaquenil s), methotrexate, pregabalin (lyrica), increase salt intake, behavioural/physio;logical change instruction, physical therapy, surgery (hysterectomy. (Full), salpingectomy (bilateral)), steroid injections in the scalp and various steroid creams, gels and ointments. Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device dislocation, systemic lupus erythematosus, cutaneous lupus erythematosus, chronic cutaneous lupus erythematosus, impaired gastric emptying, neuropathy peripheral, dysmenorrhoea, dyspareunia, pelvic pain, the last episode of abdominal pain, allergy to metals, hypersensitivity, psychological trauma, urinary tract disorder, cystitis, fatigue, alopecia, dental caries, hormone level abnormal, migraine, headache, nausea, visual impairment, weight increased, depression, dermatitis contact, hypotension, fibromyalgia, trigeminal neuralgia, autonomic nervous system imbalance, rash erythematous and alopecia areata outcome was unknown and the genital haemorrhage and metrorrhagia had resolved. The reporter considered allergy to metals, alopecia, alopecia areata, autonomic nervous system imbalance, chronic cutaneous lupus erythematosus, cutaneous lupus erythematosus, cystitis, dental caries, depression, dermatitis contact, device dislocation, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, hypotension, impaired gastric emptying, metrorrhagia, migraine, nausea, neuropathy peripheral, pelvic pain, psychological trauma, rash erythematous, systemic lupus erythematosus, trigeminal neuralgia, urinary tract disorder, visual impairment, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: patient had received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal pain, nickel allergy, rash/skin condition, hypersensitivity, psych injury, bladder/urinary problems : urinary problems, bladder infection, fatigue, gi conditions, hair loss, dental problems, hormonal changes, fatigue, gi conditions, hair loss, dental problems, hormonal changes, migraine, headaches, nausea, neurological condition/problem, vision problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Antinuclear antibody - on an unknown date: negative rheumatoid factor. Fibrin d dimer - on an unknown date: normal. Hiv antibody - on an unknown date: positive lyme. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) conducted: (unspecified): unilateral occlusion (left tube occluded). Immunology test - on an unknown date: negative. Nuclear magnetic resonance imaging - on an unknown date: did not show any demyelination. Treponema test - on an unknown date: negative. Concerning the injuries in the case, the following ones were confirmed in patient's medical records: neuropathy, sle, tumid lupus , alopecia, hypotension, fatigue, fibromyalgia, pelvic pain, abdominal pain, dysautonomia, headache, embedded essure, nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.